Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review.therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. At this time, it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 07/201.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that detached filter limbs are in the aorta, spinal column, bowel, and small intestine. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly expired.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.(expiry date: 07/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that detached filter limbs are in the aorta, spinal column, bowel, and small intestine. There were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly expired.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter limbs detached, struts perforated into organs, patient reportedly experienced abdominal pain and diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the cause of death was not related to the device. However, the patient experienced abdominal pain due to filter perforation and diagnosed with pulmonary embolism post filter implant. The file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years and one month of post deployment, patient admitted for back pain and chest pressure. Ventilation perfusion study was performed for chest pain and elevated troponin. The study showed that high probability for bilateral pulmonary embolism. On the next day echocardiogram was performed for shortness of breath, which showed no clear evidence of large pulmonary embolism. After, one month and four days, a computed tomography of chest, abdomen and pelvis was performed for history of pulmonary embolism. The study showed that there was no large central pulmonary embolism. Inferior vena cava filter was again present with tines extending outside the lumen, into adjacent aorta and duodenum. After, four months and twenty-seven days, a computed tomography of abdomen and pelvis was performed for generalized abdominal pain with swelling. The study showed that infra renal inferior vena cava filter was noted. The inferior vena cava filter with limbs extending beyond the confines of the wall of the inferior vena cava with one limb extending into the aorta. Around two month and twenty-five days later, patient was planned for filter removal. Through the right common femoral artery, a guidewire was advanced into the aorta and advanced to the level of adjacent inferior vena cava filter. A left lower extremity venogram was performed demonstrating no evidence of common iliac vein stenosis. At that point, the flush catheter was placed in the infra renal inferior vena cava. An inferior vena cavogram was performed that demonstrated no evidence of thrombus within the inferior vena cava. The inferior vena cava filter was visualized, and few filter struts were seen penetrating the wall of the inferior vena cava. The access site was dilated, and sheath was advanced into the inferior vena cava. Multiple attempts were then made to capture the filter apex with a loop snare. These were not successful, likely due to the filter apex being close proximity to the caval wall. Therefore, a reverse curve catheter was advanced over the wire past inferior to the inferior vena cava filter. The reverse curve catheter was then used to advance through the apex of the filter into the suprarenal inferior vena cava. Using the loop snare technique, retraction was applied to the filter and advanced further collapsing the filter into the sheath and then removed. An inferior vena cavogram was performed demonstrating no evidence of extravasation or luminal irregularities. An abdominal aortogram was performed demonstrating no evidence of extravasation or luminal irregularities. The death certificate was received with medical records and the patient died because of acute opioid toxicity and oxycodone misuse. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter limb detachment. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 07/2017),g2,g3, h6(device). H11: b1,b2,g1,h1,h6(patient, method and result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.